Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that shaft break occurred. A 3.50 x 32mm synergy xd drug-eluting stent (des), 3.50 x 38mm synergy xd des, and a 3.50 x 48mm synergy xd des were advanced for treatment. However, during the procedure, the shaft of the three devices were broken. The procedure was completed with an alternative device and there were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 3.50 x 32mm synergy xd drug-eluting stent (des), 3.50 x 38mm synergy xd des, and a 3.50 x 48mm synergy xd des were advanced for treatment. However, during the procedure, the shaft of the three devices were broken. The procedure was completed with an alternative device and there were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided. Device evaluated by manufacturer: synergy xd mr us 3.50 x 38mm stent delivery system (sds) was returned for analysis. Visual and tactile analysis revealed multiple hypotube kinks and a break at 27cm distal to the distal end of the strain relief were noted. A visual, tactile inspection and microscopic analysis of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of the stent profile revealed there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.